Manufacturer narrative:
(B)(4). Insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime, compromised force system and excessive no delivery test. Pump received with cracked lcd window and cracked reservoir tube lip. The test p-cap/reservoir does lock into place. Visual inspection shows that damage to lcd window is a scratch not a crack as reported by user. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had minor scratched. No harm requiring medical intervention was reported. The insulin pump was returned for the analysis.